Event description:
It was reported that the patient presented with an ambicor penile prosthesis (app) that was not working properly due to inflation and deflation issues. During use, the pump bulb would remain flat. No revision has taken place and there were no additional patient complications reported at this time.

Event description:
It was reported that the patient presented with an ambicor penile prosthesis (app) that was not working properly due to inflation and deflation issues. The patient was also experiencing a penile hematoma. During use, the pump bulb would remain flat and it was determined that there was fluid loss from the right cylinder. No revision has taken place, and there were no additional patient complications reported at this time.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Updated fields for b1 adverse event/product problem, b2 outcomes attributed to adv event, b3 date of event is estimate, h1 type of reportable event, h6 patient codes, h6 device codes, h6 conclusion codes.